Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent removed from a patient during a stent removal procedure (exact date not reported). According to the complainant, during the stent removal procedure, while the physician was removing the advanix¿ biliary stent, the stent came out broken in pieces. The broken pieces of advanix¿ biliary stent were retrieved using a snare and biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Implant date, explant date, upn, and lot number reported.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent removed from a patient during a stent removal procedure (exact date not reported). According to the complainant, during the stent removal procedure, while the physician was removing the advanix¿ biliary stent, the stent came out broken in pieces. The broken pieces of advanix¿ biliary stent were retrieved using a snare and biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.